Manufacturer narrative:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc and into adjacent organs including the duodenum. The patient had undergone an updated computerized tomography (CT) scan approximately ten and a half years post implant that identified the reported issues. It was also reported that the patient, as a direct and proximate result of these malfunctions, has suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc and into adjacent organs including the duodenum. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to a recent deep vein thrombosis of the right thigh, having a difficult time controlling their pro time level, and the patient believing that they were a high risk of having a pulmonary embolism. During placement of the filter via right internal jugular vein, the filter was placed and deployed by unsheathing the filter at l3 level. The patient tolerated the procedure well and left the or in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about ten years and seven months post implantation of the ivc filter. The patient reports to have perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilted filter. The patient also reports to suffer from pain in the right groin area, back of thigh, left side pressure and pain in chest. The patient states to have anxiety and fear of the filter failing or fracturing. In addition, the patient states to be scared to sleep for fear that a clot will get through the filter and result in death. It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six struts had significantly perforated the ivc and into adjacent organs including the duodenum. The patient is also reported to have experienced anxiety, pain in the right groin area, back of the thigh, left side pressure and pain in the chest. The patient has anxiety and fear of the filter failing or fracturing and is afraid to go to sleep for fear that a clot will get through the filter and result in death. The indication for the filter implant was a recent deep vein thrombosis of the right thigh, having a difficult time controlling the pro time level, and the patient believing that they were a high risk of having a pulmonary embolism. The filter was placed via the right internal jugular vein and deployed by unsheathing the filter at l3 level. The patient tolerated the procedure well and left the operating room in stable condition. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Without procedural films for review, the report of perforation outside the ivc wall and into organs could not be confirmed or further clarified. Perforation of an adjacent organ would require extensive medical treatment, there has been not documentation provided to further clarify the event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety and pain does not represent a device malfunction and may be related to underlying patient specific issues and/or the patient¿s medical history. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.